Event description:
False claims: epitope diagnostics claims storage conditions at 2-30?c, but admits that device only works if stored at 2-8?c. Products are very often defective. There is no fluid flow to initiate the test, when components are put together. High number of false positive results.